Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to boot properly. The fse performed the troubleshooting and found a software start-up error on the frontal image processing pc. To find the problem, the technician swapped the fr and the lt ippc, reinstalled the software on the ipcc and replaced the all the frontal disk. After replacement of frontal disk, system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the device failed to boot properly. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and confirmed a start-up error on the image processing computer (ippc). The fse reinstalled the software on the ipcc and the device was returned to expected functionality.